Event description:
Caller indicated the relion prime was giving high readings. He has three meters - prime, confirm and micro and was getting different readings on all of them. On (B)(6), he got readings of 389 on the prime, 208 and 196 on the other meters. He took insulin based on the prime's 389 reading and it ended up being too much. He got dizzy and light headed and could not drive home. Fortunately his wife was with so she drove him home. He did not go to hospital or call ambulance. Just said he took 20 units of insulin and usually only takes 8-12. Technique is good except does not always change lancet, storage is good. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.